Event description:
During a kyphoplasty procedure, the tip of the stryker curette broke off inside the patient's l5 vertebrae. Stryker rep contacted stryker and they advised physician to cement the vertebral body with the remaining piece of the curette in place due to it being made of nitinol and is bio-compatible. Physician agreed with the stryker recombination and completed the case without further complications. Physician notified the patient that he left a piece of nitinol in the vertebral body of l-5 that will show up on x-ray. Stryker took the remaining curette for further evaluation.